Event description:
This complaint is now reportable based on the analysis completed on 8/23/06. It was reported that during a coronary drug eluting stenting treatment procedure, the stent would not cross the lesion. The lesion being treated was located in the left anterior descending artery. The physician attempted to place a 3.0x16mm taxus liberte' drug eluting stent but had difficulty crossing the lesion. The procedure was completed with another 3.0x16 taxus liberte' stent. There were no pt complications and the pt condition was reported as satisfactory and good. However, the returned product confirmed that there was stent damage. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
Visual examination of the returned unit found proximal stent strut damage, the struts were frayed and twisted. No kinks or damage were noticed along the shaft of the device. Microscopic examination of the balloon found no issues with the balloon material. The root cause of this damage is unk. The mfg records for batch number (8476293) were reviewed and no anomalies were noted that would correlate to the difficulties that were experienced by the physician during the use of this product. No add'l complaints have been received for this particular batch number.